Event description:
Additional information was received that the patient was seen in clinic where provocative testing was performed and a lead noise was produced. A fracture of the lead was suspected but not confirmed. The rv lead was replaced to resolve the event. The patient was in stable condition.

Event description:
During a follow-up in clinic, noise was observed on the right ventricular (rv) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.